Event description:
It was reported that the patient presented to the emergency room, as they heard a beeping, while sending a data transmission via their home monitoring system. A review of the device found a flat right ventricular (rv) lead electrogram (egm) and apparent loss of capture. There was also an rv daily lead impedance alert, measuring about 18 ohms. Previously all rv measures were stable at 1000 plus ohms. Data analysis was performed and suggests that an intermittent rv lead short was present. An x-ray and surgery revealed that the lead had a unique twist. Technical services noted that the twist was almost like twiddler; however, there was slack by the device and wondered if this was a procedural method. The device was removed, and the lead was abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.